Event description:
It was reported that a patient underwent a two-level acdf procedure using an anterior cervical plate system and during the procedure, the cervical plate "popped" at the ratcheting junction and broke in half while the physician was placing the third screw in the plate. According to the report, the physician felt that the angle of the third screw along with the patient's anatomy (i.e. Hard bone) "put too much force on the plate" and contributed to the break. The plate was removed from the patient and replaced with a new one. Although the device was used intraoperatively, the broken device was easily removed with no fragments and no patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product analysis report results: visual examination confirms implant assembly separated. Optical and microscopic examination of the implant reveals that the ratchet spring pocket was broken. Optical examination reveals the implant end-component ratcheting catch features and ratchet spring pocket were plastically deformed, suggesting tensile overload. Observations are similar to tensile overload samples. Bone screw witness marks were noted at the base of the plate on separate component screw holes. Additionally, plate separation occurred intraoperatively during screw placement; testing determined that hyper-angulated or off-center screw insertion could result in loads capable of disassembling the plates. This observation, in conjunction with the aforementioned plastic deformation of the mating ratcheting components is consistent with hyper angulated and/or off-center screw insertion resulting in the aforementioned plate disassembly. The above observations are consistent with hyper-angulated and/or non-centered screw insertion, resulting in tensile overload of implant assembly.